Event description:
It was reported that the patient was experiencing inadequate stimulation and lead migration. The patient underwent spinal cord stimulator (scs) revision procedure wherein everything was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7073854, 7073855.